Event description:
Attorney reported: as a result of use a bard/kugel hernia, the patient suffered serious and permanent injuries, including but not limited to a fistula and other permanent and life altering injuries.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if product is returned for evaluation or additional information becomes available.